Event description:
It was reported that during an alt free flap procedure, the grasper that holds in the clip tore the vessel as the clip was deployed resulting in damage to the femoral vein and vascular support had to be called in. Unknown as to how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. The following additional information was obtained: "facility provided all lot numbers involved in the case however they have no idea which were the ones that didn t work. No product available for return. Picture available." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please provide more details: was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.